Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for 1 sample. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = 63.87 miu/ml (positive), repeat was < 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 04522ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of field data for the overall performance of the architect total b-hcg reagents suggested that the performance is acceptable. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg for lot 04522ui00 was identified.